Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The biomed was contacted by the baxter service facility and stated they have no record of any patient incident involving the pump since the last baxter service event. Details were not provided regarding patient status, age of patient, medication involved or the set up of the infusion device.